Event description:
User alleges that blood leaked into the reservoir tank during a procedure. This incident happened twice.

Manufacturer narrative:
Both disposables were discarded at the facility. Smiths medical asd, inc. Is unable to perform a thorough investigation without the return of the actual samples involved. If information is received other than what is reported; then a follow up report will be filed. A review of the complaints database shows no similar reports on this lot number. The history of this report reveals that it is possible this was due to user error when loading the heat exchanger into the fluid warmer. The instructions for use supplied with this device has a "warning" which identifies: "do not bend heat exchanger, bending may damage inner metal tube. Serious patient injury could result."